Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill process. The customer's blood glucose (bg) level was over 500 mg/dl. Multiple attempts were made by tandem technical support to obtain how bg was addressed, but no response was received. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.